Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt has experienced vaginal discharge, multiple abscesses, mesh erosion, multiple infections, pelvic pain, scarring, vaginal pain, dyspareunia, vaginal bleeding, and fistulas. The pt has undergone multiple surgeries related to the complications cause by the ivs implants.

Manufacturer narrative:
(B)(4).